Manufacturer narrative:
Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 18765242.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.